Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the insulin gauge displayed an inaccurate value of 26 units and it was filled with approximately 300 units of insulin. The customer¿s blood glucose level was 173 mg/dl. Reportedly, the customer loaded a new cartridge to address the issue.